Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had an atrial ablation prior to the procedure. Transseptal puncture was inferior mid. The patient's activated clotting time (act) level was 360 seconds. The patient's left atrial pressure was 5mmhg and after fluid was given it was 11mmhg. Two partial re-captures were done during the procedure. The device was implanted. On (B)(6) 2024 the patient presented to the emergency room (ER) with chest pain and shortness of breath. A transthoracic echocardiogram (tte) showed a circumferential pericardial effusion in the left atrial appendage (laa). A pericardiocentesis was performed and the patient's pain and blood pressure improved. The patient status was stable.

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had an atrial ablation prior to the procedure. Transseptal puncture was inferior mid. The patient's activated clotting time (act) level was 360 seconds. The patient's left atrial pressure was 5mmhg and after fluid was given it was 11mmhg. Two partial re-captures were done during the procedure. The device was implanted. On (B)(6) 2024 the patient presented to the emergency room (ER) with chest pain and shortness of breath. A transthoracic echocardiogram (tte) showed a circumferential pericardial effusion in the left atrial appendage (laa). A pericardiocentesis was performed and the patient's pain and blood pressure improved. The patient status was stable.

Manufacturer narrative:
An event patient effects of pericardial effusion, angina, dyspnea, and hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided procedural imaging was reviewed by an abbott engineer. Based on the information received, the cause of the reported pericardial effusion could not be determined. The patient effects of angina, dyspnea, and hypotension were cascading effects of pericardial effusion. The reported hospitalization and unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.